Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that his blood glucose was 80mg/dl when he was revived. The customer stated that her original insulin pump was broken and received a replacement, which cause her low blood glucose. Troubleshooting was performed. Reviewed the programming and found that in the morning the basal rate went up by 1.0 unit for the rest of the day. Advised the customer to call her doctor about the settings on her insulin pump. Instructed the customer to disconnect from her body, remove the reservoir, and compare the amount of insulin in the reservoir and the status screen. The customer stated that there is the same amount of insulin in the status screen and the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.